Manufacturer narrative:
Date sent to the FDA: 06/10/2021. A manufacturing record evaluation was performed for the finished device batch qlbeas, w8556cn31 and no non-conformances were identified. Additional h-3 summary: visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one detached needle and and needle/suture piece of product code w8556 was received for evaluation. The product code is double armed and clip off was noted in a detached needle and incorrect marks of the swage area defect could be observed in the second needle. The visual inspection concluded that the needle was detached from the suture, the barrel hole was examined under 20x magnification and remnant suture was noted, the hit of the swage is misaligned causing some degree of damaged to the suture. The functional test could not be performed. The clip off and incorrect swage defects have been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the clip off and incorrect swage were identified during the investigation of the sample received. This product issue will be addressed through the quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent heart valve replacement surgery on (B)(6) 2021 and suture was used. During the procedure, the suture needle pulled off. Another like device was used to complete the procedure. No adverse patient consequences reported. No additional information was provided.